Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus liberte' 2.5x20mm drug eluting stent was being removed after being unable to cross the lesion. After being withdrawn from a calcified stenosis, the physician found stent struts protruding. No patient complications occurred.